Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, the clip delivery tube was advanced before splitting of the outside sheath occurred, exposing the clip before deployment. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip delivery tube advancement before splitting of the outside sheath occurred, exposing the clip before deployment, was confirmed. Based on the visual inspection and performance verification, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.